Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting with technical support, customer resumed pump therapy.